Event description:
A malfunction alarm was reported with malfunction code 9 appearing on the customer's device. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with pump reset information and assisted in resetting the device, after which the malfunction did not recur. The customer was advised to continue using the pump and to contact technical support if the issue reappeared.